Event description:
Hill-rom received a report from the account stating pins on the nurse call is not functioning. The bed was located at the account in room 101. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
The hill-rom tech found the sidecom assembly to be inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the sidecom assembly to resolve the issue. Based on this info , no further action is required.